Event description:
It was reported that the patient brought to msicu from ed already on therapy. They had been trying to restart therapy but keep getting low flow and air leak alert in an arctic sun device. Patient temperature (pt) was 107f, targeted temperature (tt) was 100f, water temperature (wt) was 46f, water flow rate (wfr) was 0 l/m. 4 pads connected. Had nurse stop therapy, drain and disconnected pads. Reconnected holding nowhere near clear connectors and verifying audible clicks with each connection. Nurse noted 2 pads were very difficult to reconnect and one pad felt very loose. All lines were straight with no bends or kinks. Fluid delivery line (fdl) secure and in lock position. Restarted therapy. Device primed to 1.0 l/m, then 0 l/m and alerted 02 low flow. System diagnostics were outlet monitor temperature (t1) was 48.6f, outlet control temperature (t2) was 48.9f, inlet temperature (t3) was 64.8f, chiller temperature (t4) was 37.6f, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.3psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 2965.3, pump hours were 2655.8. Had nurse stop therapy drain and disconnect pads. Placed in manual control at 39.2f. After a couple of minutes system diagnostics were outlet monitor temperature (t1) was 48.2f, outlet control temperature (t2) was 47.8f, inlet temperature (t3) was 46.6f, chiller temperature (t4) was 49.6f, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 57 percentage, mixing pump command (mpc) was 100 percentage. Circulation pump and inlet pressure (ip) are within specification for no pads being connected. Added left chest pad 1.2 l/m inlet pressure (ip) was -7.1psi, added right chest pad and water flow rate (wfr) was 0, inlet pressure (ip) was -0.6psi. Patient had sterile cover for procedure at the moment, but they would swap out to a new set of pads. Advised to call back if any additional assistance was needed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt speed controller set too high". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient brought to msicu from ed already on therapy. They had been trying to restart therapy but keep getting low flow and air leak alert in an arctic sun device. Patient temperature (pt) was 107f, targeted temperature (tt) was 100f, water temperature (wt) was 46f, water flow rate (wfr) was 0 l/m. 4 pads connected. Had nurse stop therapy, drain and disconnected pads. Reconnected holding nowhere near clear connectors and verifying audible clicks with each connection. Nurse noted 2 pads were very difficult to reconnect and one pad felt very loose. All lines were straight with no bends or kinks. Fluid delivery line (fdl) secure and in lock position. Restarted therapy. Device primed to 1.0 l/m, then 0 l/m and alerted 02 low flow. System diagnostics were outlet monitor temperature (t1) was 48.6f, outlet control temperature (t2) was 48.9f, inlet temperature (t3) was 64.8f, chiller temperature (t4) was 37.6f, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -0.3psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 2965.3, pump hours were 2655.8. Had nurse stop therapy drain and disconnect pads. Placed in manual control at 39.2f. After a couple of minutes system diagnostics were outlet monitor temperature (t1) was 48.2f, outlet control temperature (t2) was 47.8f, inlet temperature (t3) was 46.6f, chiller temperature (t4) was 49.6f, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 57 percentage, mixing pump command (mpc) was 100 percentage. Circulation pump and inlet pressure (ip) are within specification for no pads being connected. Added left chest pad 1.2 l/m inlet pressure (ip) was -7.1psi, added right chest pad and water flow rate (wfr) was 0, inlet pressure (ip) was -0.6psi. Patient had sterile cover for procedure at the moment, but they would swap out to a new set of pads. Advised to call back if any additional assistance was needed.